Manufacturer narrative:
The insulin pump passed the functional testing's including the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 43 alarm noted during testing. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected failed battery test alarm, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing or in the pump trace download. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button and high blood glucose event. The customer¿s blood glucose was 260 mg/dl at the time of incident. Stuck button troubleshooting was performed and customer was unsure if the insulin pump button was pressed down for 3 minutes or longer and it was not exposed to a change in altitude. Customer also reported that the insulin pump had pump error alarm and high blood glucose events troubleshooting was performed and completed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.